Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report #. Supplemental rationale: corrected data: b5, h6, h11. 5 previously reported events were included in this follow-up record. Product return status: 5 devices were evaluated based on historical data analysis. Evaluation findings (results/components). 5 devices: fracture problem / part/component/sub-assembly term not applicable. Product disposition: 5 devices: product not received.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 5 events for the failure: fracture - 5 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 5 events were reported for this quarter. Product return status 3 devices had investigation types that have not yet been determined. 2 devices were received. Additional information 5 devices were not reprocessed or reused.

Event description:
This report summarizes 5 events for the failure: fracture. - 5 events had no health consequences or impact.